Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was verified. Duplication testing was performed and no failure was identified related to the reported touchscreen issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. In addition, it was reported that a malfunction alarm occurred. The customer's blood glucose level was 302 mg/dl. The customer reverted to an alternate pump for insulin therapy.